Event description:
At approx 11:57am, alarms started sounding. The pt monitor in the operating room went dead. Tried several times to reboot monitor. Pt monitor tried to reboot then would shut down again. A backup monitor was taken into the operating room. Troubleshooting ensued on the original monitor. After abut 15 minutes, the problem was determined to be a network related issue. The pt monitor was removed from the network and the monitor booted up and resumed normal operation.